Event description:
Complainant alleged that the staff was attempting to cardiovert a 67 y/o obese male pt. The nurse observed sparks, from electrode near the wire, when the first shock was administered. The nurse then repositioned the multifunction stat padz, and administered two more shocks. Sparking was observed on each of the two subsequent shocks. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The initial report indicated in section "b4" that the date of this report was 1/15/1998, when in fact the date of this report should have been entered as 12/16/1998. This report is correcting the info contained in section "b4". In addition, the initial report neglected to identify the name of the reporter in section "e1" this report is adding the reporter's name in section "e1". Also, section "h5" of the initial report categorized the malfunctioning part as not labeled for single use, when in fact the part is labeled for single use. Section "h8" categorized the usage of the device as "reuse", when in fact the usage of the device shold have been categorized as "initial use of the device". The evaluation of the multi-function electrodes determined that there had been a concentration of electrical energy in several areas of the anterior electrode. This may be attibutable to the high concentration of hair present on the electrode, possibley causing poor coupling between the pt's skin and the pad. This is contrary to the application instructions, and could in-fact cause a result as identified as the complaint condition.